Event description:
(B)(4) is the initial importer of the device which is a power wheelchair. The device has not been returned for evaluations at this time. We will submit a follow up when additional information becomes available. While in use the end user stated that "the tires started to spin as if they had no threads." The left arm of the chair is not staying in the upright position. She leaned down to get her phone and the arm dropped. She fell and broke her wrist and possibly her toe. She also injured her knee. She went to the emergency room where they performed a n MRI and cat scan. The tests confirmed the broken wrist. She was referred to a surgeon for follow-up.